Event description:
Procedure: lap cholecystectomy and roux-en-y bypass. According to the reporter: the patient was returned to operating room in 2008 for re-operation due to a staple line leak. Problem was fixed with additional stapler devices and suture.